Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide cath: mach1. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 90% stenosed below bifurcation right coronary artery. Pre-dilatation was performed with an unspecified balloon catheter. A 2.25 x 15 mm xience alpine stent was pressurized when the balloon ruptured at 2 atmospheres. Another xience alpine was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however, there was a tear in the balloon material. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures or tears in the balloon from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.